Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 425cc saline breast prosthesis that deflated post implantation. The patient started to feel ill and then later she felt the right breast prosthesis ¿pop¿ and the device was making noises and moving around. It was reported that the device moved to under her armpit. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
On 06-oct-2023, the mentor failure analysis lab received the device for evaluation. On 11-oct-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. Additionally, it was reported that the device was making noises. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample determined that no damage or anomalies were observed on the sm mpps dv 425cc breast implant. Leak testing was performed in accordance with mentor procedures and (2) two punctures were found on the anterior view of the breast implant, both measuring approximately 0.1 cm. A microscopic examination was performed on the edges of the punctures, and parallel striations were found in the whole area of the (2) two punctures. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Sloshing is the audible sound of the breast prosthesis post-implantation. It is self-limiting and does not indicate any deficiency or malfunction of the product and does not cause harm to the patient. A second product was received (lot #7662729). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-sep-2023, mentor received additional information about the event. The patient¿s explanted right breast prosthesis was replaced with a mentor memorygel breast implant 375cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).